Event description:
Medtronic received info that during ECMO support, the silicone oxygenator was not removing co2 effectively. The pre-oxygenator pco2 level was reported as 55 and post-oxygenator pco2 level as 58. The oxygenator was changed out to the larger 1500 ECMO oxygenator. No further complications were reported.

Manufacturer narrative:
Analysis: visual inspection shows no outward signs of physical damage or abnormalities to the surface of the 0600 ECMO device. The inlet and outlet gas ports were pressure tested and displayed no leaks. Performance testing of the returned unit showed a co2 transfer rate value of 24 ml/min with flows at 1.0 l/min. The specification for co2 transfer rate for a new, unused 0600 ECMO oxygenator is 25 ml/min at 1.0 l/min flow. Conclusion: with the used oxygenator co2 transfer rate measuring so close to a new, unused oxygenator co2 transfer rate, we do not consider the unit to be malfunctioning, and cannot duplicate the reported problem. We are unable to determine the exact cause of the event. No further complications to the pt was reported.